Manufacturer narrative:
Batch review performed on 09 mar 2026. Liner: versafitcup dm 01.26.2860m double mobility liner d 28/dml lot 090903: (B)(4) items manufactured and released on 12-jun-2009. Expiration date: 2014-apr-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs director 17 years after primary cementless tha with a dm cup and a standard pe liner, wear of the mobile insert requires revision. Wear of standard pe after more than 15 years is to be expected, therefore we do not consider this event an anomaly, and there is no reason to suspect a faulty device. Root cause:standard pe wear is a known possible complication after hip replacement surgery and the causes are often related to several factors. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At16 years 6 months from the primary, the patient came in presenting pain and instability due to a worn liner. The surgeon revised the d 28 head to a 28mm biolox option head with a medium sleeve, and revised the 60mm x 28 versafit liner for a d 28 double mobility liner. The surgery was completed successfully.